Manufacturer narrative:
Date of event: unknown. Medical device brand name: unknown. Medical device type : unknown. Unique identifier (UDI) # : unknown. Medical device catalog #: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® pst¿ tubes were having poor separation , no report of medical interventions or serious injury.